Event description:
Ous MDR: after an implant duration of a few days, a dislodgement of this right ventricular lead was reported. No adverse pt side effects have been reported. The device was explanted and a new lead implanted. No implant or explant date was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. Here was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.